Event description:
It was reported that the patient originally underwent an open reduction internal fixation procedure (posterior occiput-c5 fusion). Approximately 2 years post-op, the "hardware failed, and a revision with removal of the hardware was completed".

Manufacturer narrative:
(B)(4). Medwatch report #: 4400150000-2014-8030. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.